Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
High capture thresholds and low sensing were observed. The lead was explanted when repositioning was unsuccessful.